Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker exhibited a decrease in the remaining longevity, from 3.5 years at the device check six months ago to 2 years currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Evaluation of the device data confirmed the battery was depleting faster than expected due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. The device was not returned for analysis; therefore, a technical analysis could not be performed. It should be noted that boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. However, without a returned product, boston scientific cannot confirm the root cause.

Event description:
It was reported that this pacemaker exhibited a decrease in the remaining longevity, from 3.5 years at the device check six months ago to 2 years currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Evaluation of the device data confirmed the battery was depleting faster than expected due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative reported that no device replacement procedure was planned at this time, as the remaining longevity was still 2 years.